Event description:
Informaation received indicates when the bed is unplugged the battery light is on, but if a function is used, the battery light goes out and the bed has no functions.

Manufacturer narrative:
The technician replaced the battery to repair the bed.